Event description:
During review of the vns patient's programming history on (B)(6) 2012, it was discovered that three faulted system diagnostics tests occurred on (B)(6) 2009, which changed the patient's settings from output=1.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=0.8min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=60sec to unintended settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec . The patient underwent prophylactic generator replacement on (B)(6) 2012 and it appears that the settings were never corrected as the generator was received by the manufacturer for product analysis at these same unintended settings. The generator performed according to functional specifications and no anomalies were observed during testing.

Manufacturer narrative:
Analysis of programming history.